Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4) ) displayed fault code 16 (timeout moving to take-up position) error message upon powering up" was confirmed based on the review of the archive data but was not confirmed during functional testing. During investigation, the drivetrain motor of the autopulse platform was observed corroded/rusty, which caused the autopulse platform to display the fault code 16 intermittently. The likely root cause for the corroded drivetrain motor is due to humidity. This type of corrosive damage is indicative of infrequent daily checks, storing the device in a location with high ambient humidity, and/or overtime usage of the autopulse platform. The autopulse platform was manufactured in january 2010 and is over 11 years old, well beyond the expected service life of five years. However, user mishandling/neglect cannot be ruled out, as a review of the autopulse platform archive revealed that frequent daily checks were not performed. As per the customer, the autopulse platform was stored in a zoll backpack carrying case in their ambulance. Frequent daily device checks and storing the platform in a less humid environment could reduce the likelihood of corrosive damage to the drivetrain motor. Also, no documented report was found showing that annual preventative maintenance (pm) was performed. The lack of proper maintenance will allow degradation of the mechanical components of the drivetrain to occur, eventually leading to a brake seizure. The reported complaint of "the autopulse platform (s/n 31028) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and based on the review of the archive data. The root cause of the reported ua45 error was the driveshaft not to be at "home" position, most likely attributed to unintended user error. Visual inspection of the returned autopulse platform was performed, and physical damages were observed on the top cover, front enclosure, and bottom enclosure, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the top cover and bottom enclosure were observed to be scratched, cracked, and chipped at the edges. The top cover was noticed to be broken around the screw fitting areas. In addition, the front enclosure was observed to be scratched, and one of the handles was broken around its screw fitting area. The observed physical damages were appeared to be the characteristics of lack of proper maintenance and harsh impact due to user mishandling. The damaged top cover and enclosures were replaced to address the observed issues. During further visual inspection, one of the processor board's lcd connector locking tabs was noted to be loose, unrelated to the reported complaint. This might have resulted from the previous service event of the autopulse platform. The loose connector locking tab was secured back in place to address the issue. A review of the archive data showed multiple fault code 16 (timeout moving to take-up position) and ua45 (not at "home" position after power-on/restart) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During functional testing, a ua45 error message was displayed upon powering up the platform; thus, confirming the reported complaint. The driveshaft was rotated to "home" position to clear the ua45 error message. The reported fault code 16 was not be replicated during the functional testing. During further investigation, it was found that the drivetrain motor was corroded. This contributed to the intermittent occurrences of the fault code 16 error messages. The defective/corroded drivetrain motor was replaced to remedy the fault. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4) .

Event description:
During shift check, the autopulse platform (s/n (B)(4) displayed fault code 16 (timeout moving to take-up position) error message upon powering up. Troubleshooting was performed, and the fault code was cleared. When the autopulse was powered back on, the platform displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. Troubleshooting was performed, but the error message would not clear, and the platform failed to size the lifeband. The customer replaced the lifeband; however, the issue persisted. No patient involvement. As per the customer, the autopulse platform is stored in a zoll backpack carrying case in their ambulance.